Event description:
Rn noted tubing was empty; checked IV machine and noted there was air in the IV tubing; traced to IV site; no fluids in IV tubing; machine was not alarming; mother at bedside was asked if she heard an alarm; stated machine did not alarm; patient not affected.